Event description:
During routine bronchoscopy, a foreign body was seen in the airway and retrieved. It was identified as a piece of the bending rubber from the tip of the bronchoscope used for the procedure.the specimen was saved and the bronchoscope was cleaned and sequestered pending investigation.no adverse outcomes for the patient noted.